Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the 10 ml bd luer-lok" syringe bulk sterile pharmacy convenience tray hair was found in the tray, after opening in iso5 hood. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one open 10ml tray and four loose 10ml assembled syringes were received by bd (B)(4) and reported to be from batch # 7058749 (p/n 309605). The tray was received open and no foreign matter was observed inside the tray. No fm was found in the four loose 10ml syringes. Conclusion: based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. CAPA # (B)(4) exists to investigate fm on this machine.